Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material

Event description:
Healthcare professional reported "the surgeon could not get the inside sterile container out of the exterior container" and "tried everything possible to get them to unstick, but nothing was successful". This record is for the right side. Device remains implanted.